Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical product(s): item # 00771100940/ stem / lot # 61784612; item# 00620205022 /shell/ lot # 61847562; item# 00620505032/ liner/ lot # 61791889; item# 00625006525 / bone screw/ lot # 61649166. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00775.

Event description:
It was reported that patient underwent hip revision surgery approximately 9 years post implantation due to pain and elevated ion levels. Blood testing showed elevated levels of chromium and cobalt. Head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.